Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the pacemaker and right atrial (ra) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms that triggered the lead safety switch (lss) to change the polarity from bipolar to unipolar configuration. Oversensing of noise was also observed on the ra channel. Boston scientific technical services (ts) discussed possible causes of the high impedance and noise observations and suggested either further testing or monitoring the patient. The field representative was unable to obtain any further information from the clinic. The pacemaker and ra lead remain in service and no adverse patient effects were reported.